Event description:
At 3:00 a.m., my (B)(6) year old daughter's dexcom went off stating her blood sugar was 41 and needing "immediate medical attention." Of course, I immediately checked her blood sugar manually (based on history w/dexcom) and her blood sugar was 276. It didn't make sense to me because prior to this quick dip to 40, the trend line was around 125. I corrected her high which was getting rather dangerously high. While this was all going on, as one would expect, dexcom appeared "confused" and gave the --- signal and said, "temporary issue - wait three hours." I decided to wait the three hours, hoping to salvage the sensor. Fast forward to 5:00 a.m. Again, the dexcom alerts urgently stating kinsley is 40. This time, her blood sugar is now 325. I can't afford to wait until daylight to speak to someone. I remove the sensor and replace. FDA safety report ID # (B)(4).